Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for high blood glucose levels. The customer declined to provide further information regarding the event. She advised that she would speak with her doctor first to see if the doctor felt there was anything wrong with the insulin pump. She advised that she would call back with the information needed and would troubleshoot the device at that point. An attempt was made to contact the customer but there was no response. Nothing further reported.